Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this prosthetic ring, implanted approximately eight (8) years, was explanted due to partial dehiscence. It was identified, through review of source documentation provided, that there was recurrent mitral valve regurgitation experienced by the patient. The explanted device was replaced with another edwards annuloplasty ring. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
Ring dehiscence. Additional manufacturer narrative: it was reported that this patient experienced mitral regurgitation from a dehisced annuloplasty ring. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, it was noted that this patient has a history of mitral regurgitation, suggesting that this event may have been due to patient related factors. The surgeon has also indicated that there was no malfunction of the edwards device. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. No further actions are possible with the available information.